Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using a proglide after an interventional procedure, using an 8fr sheath. Reportedly, when the plunger was removed, a suture break occurred. A second proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture detachment could not be replicated/ confirmed as the only portion of the suture returned is consistent with the suture cut with the quick cut mechanism. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported suture detachment could not be determined based on the returned condition of the suture. Factors that may contribute to suture detachment during knot advancement may include, but are not limited to, pushing more than tensioning the rail limb. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.